Event description:
It was reported that the deep brain stimulation (dbs) patient experienced loss of stimulation due to high impedances on one lead. The physician performed exploratory surgery and found that the lead and lead extension had become disconnected. The physician reconnected the lead and lead extension and the impedance readings were resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7096708. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7096421.